Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator was not charging. The patient stated that it had not been charging for a couple of weeks. They plugged it in and there was no battery indicator light. A replacement communicator was requested from the repair department because the communicator wouldn¿t charge when the patient plugged it in. No patient injury reported. Additional information was received on 23-may-2024 from a company representative who indicated that the charging port was damaged/melted.